Event description:
During preparation for an atrial fibrillation procedure, a fluid leak was noted from the sheath hemostasis valve. The sheath was replaced, and the issue was resolved with no consequences to the patient.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis